Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. It was reported breakage suture. One opened box with unopened samples of product code (B)(4). , lot lph595 were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in report 2210968-2019-89141. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: how many devices broke in this procedure? I¿m unsure how many devices broke in this procedure. Lot number? I gave the lot number to the person taking the complaint. Device return status? The devices are boxed up and going to be shipped today so I don¿t have lot number. Note: events reported via 2210968-2019-89140 and 2210968-2019-89141.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture kept breaking. There were no adverse patient consequences reported. No additional information.